Event description:
It was reported to st. Jude medical that the device was explanted when bipole flat-line in the "egm" was observed along with a loss in ventricular detection. The decision was made to explant the device.